Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was deceased. Customer passed away on (B)(6) 2014. Customer blood glucose at the time of death was 210 mg/dl. Blood glucose was recorded on (B)(6) 2014 on the device. Customer's spouse stated the customer had finished eating checked her blood glucose because she started sweating. The cause of the death was a massive heart attack. Customer was wearing the device at the time of death. Customer's spouse did not want to send the device stated customer had only been wearing the device for two months. No further info reported.